Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for left ventricular lead revision. It is noted that the lead had exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced without problems. The patient was in good condition prior, during, and post operation.